Event description:
The customer reported that the system shut down after the surgical eye incisions were made and would not re-boot back up. The system was switched out in order to proceed with the operation. There was a delay of 1 1/2 hrs. One case was cancelled. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.